Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had been alarming "no disposable clamp tubing." The alarm was silenced, the pump settings reservoir volume7.9 ml, continuous rate 2.0 ml/hr, volume given 82.30 ml were reviewed, and the pump was powered off. The next steps in troubleshooting were explained to the patient, but they did not want to proceed further as they could not close a clamp and wanted to contact the clinic when they opened that morning. The patient was instructed to call the clinic when they opened for further instructions which they verbalized understanding and had no further needs at that time. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.